Event description:
Information received from the article: lylyk p, miranda c, ceratto r. Curative endovascular reconstruction of cerebral aneurysms with the pipeline embolization device: the buenos aires experience. Neurosurgery. 2009: 64:632¿643. A study was conducted with a series of 53 patients. All the patients were harboring large and giant wide-necked, non-saccular, and recurrent intracranial aneurysms. The patients were given dual antiplatelet therapy prior to the procedures and continued to take both for at least six months after the procedures. No major complications (stroke or death) occurred during the study. Three patients initially presenting with iiird and vith cranial nerve palsies due to giant carotid cavernous aneurysms developed headache and exacerbation of their cranial nerve palsies during the first postoperative week. All three were treated with a course of steroids. Two recovered to their pretreatment baseline over the next month, and the third ultimately improved in comparison to the pretreatment status. The information was received from the same article as MDR# 2029214-2014-00781.

Manufacturer narrative:
The lot history record reviews were not possible since the lot numbers were not reported.the devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.(B)(4).